Manufacturer narrative:
Report type, "product problem" should also have been checked. (B)(4).

Event description:
Additional information received that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. Therefore, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external devices displayed an error message indicating ipg was nearing end of service. Troubleshooting was attempted but ipg was unable to communicate with the external devices. As a result, surgical intervention may be pending to address the issue.